Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came for an office visit while having a lot of low voltage advisories and hazards. A break in the black power cord was noted. Log files were reviewed, and the low voltages were due to normal battery depletion. The photo showed the cut in the system controller power lead had oxidation. Due to the cut/oxidation, replacing the system controller was recommended. The system controller was exchanged and the alarms resolved. There were no unusual events recorded in the log file event history. The mechanical circulatory system equipment was operating as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage alarms was not able to be confirmed. Submitted log files revealed that there were no notable atypical alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. The reported event of damage and fluid ingress to the black power cable was confirmed via submitted photos. Submitted photos revealed damage on the black power cable of the system controller. Observed visible green residue is evidence of fluid ingress. Product was not returned for analysis. The root cause for the reported events could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed the system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the alarm had been identified as the black power cord. There was no patient impact.